Manufacturer narrative:
Investigation is ongoing.

Event description:
Per pre-decontamination of the returned device, liner puncture of a 16fr esheath+ was observed. As reported from new zealand by our edwards lifesciences affiliates, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by right transfemoral approach. During the procedure, there were difficulties inserting the commander delivery system with the valve through 16fr esheath+, and the valve became stuck in the esheath+. The patient did not experience any injury. Consequently, the system was removed as a single unit and the guidewire was changed. As a result, the new sheath and new delivery system with the valve could be introduced, although it was reported that it was also tight to pass the second valve. The valve was then successfully implanted. Finally, the patient did not experience any injury and was discharged and in a stable condition. The perceived root cause of the event was the challenging anatomy. The first sheath was returned to edwards lifesciences for evaluation, and per pre-decontamination evaluation, a liner puncture was observed .5 cm from the strain relief.